Manufacturer narrative:
The customer was provided a quote for repair but, did not accept the quote. The root cause of the reported problem could not be confirmed because no repairs were performed. This will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : the customer was provided a quote for repair but, did not accept the quote.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy delivery test failed. There was no patient involvement.